Event description:
Pt states that ibgstar always gives him false high readings when compared to his other meter or to the test at the doctor's office. He states that the high readings are causing him to take too much insulin. Pt did not need medical intervention and did not report symptoms of hypoglycemia.

Manufacturer narrative:
The device has not been returned to the manufacturer. A review of both the owner's guide and similar complaints was performed. The root cause of the incident could not be determined based on the limited info provided.